Event description:
It was reported that the implant has torn within the first six weeks. No further information received. Update dw 14-jan-2025: further information was provided that the patient did not want an additional surgery and therefore no additional treatment was performed. The initial surgery was performed on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.